Event description:
It was reported a surgery was delayed 45-60 minutes after a screw head twisted off and the broken screw needed to be removed.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation (B)(4).